Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had started making a humming and not a humming and audible noise. Customer¿s blood glucose level was unknown. Customer stated that hears a grinding noise and when something was happening. Customer stated that grinding noise when the performed a function. Customer was uses the vibrate and audio function, this was separate of the vibrate feature and it was not the vibrate function. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected grinding, humming or audible noise noted. The motor was tested outside of the device and passed. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).